Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine follow-up. The right atrial lead exhibited noise, the noise could be reproduced with isometrics. No intervention had been reported.